Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID#: (B)(6). It was reported that this was a radiofrequency ablation procedure, with three access sites. At each access site, the pre-close technique was used via one 10french sheath and two 11french sheaths. One perclose proglide suture was placed at each access site. The ablation procedure was performed. Approximately 2 hours post procedure, oozing was noted at one of the access sites. Manual pressure was applied; however, later, a small bleed was noted. A non-abbott vessel closure device was used to close the access site. The event resolved the same day. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the pre-close technique was not used as the sheath was greater than 8f. The electronic proglide instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The patient effect of hemorrhage is listed in the electronic perclose proglide eifu, as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017 - removed.